Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was returned for evaluation. No damage was noted on the balloon. There was no evidence of inflation, the pleats and folds were intact. The balloon was inflated with water to 6atm and successfully maintained pressure. It deflated successfully. A kink was noted on the outer 130mm from the distal tip and was likely user related. The kink was unlikely to be manufacturing related. A 100% visual inspection for catheter defects is performed during catheter production. The patency of the litepac device was performed using an inhouse 0.014¿ guidewire and was successful. The device was flushed without issue. The result of the investigation unconfirmed for the reported balloon damage and aspiration issues. The root cause for the reported balloon damage and aspiration issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the litepac rx pta catheter was reviewed and contains the following information relevant to the reported event: description: balloon characteristics individual compliance charts are provided on the package label of each product. The semi-compliant balloon has a (B)(4) growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The litepac¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the litepac¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the guiding catheter/introducer sheath. Use only an endoflator or a 20 ml or larger syringe for inflation. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/ sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from the guiding catheter/sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. Directions for use: inspection and preparation: remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: when the litepac¿ catheter is in its¿ most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. Re-attach the torque device to the guidewire. Hold the guidewire stationary and advance the balloon catheter over the guidewire and across the stenosis. The radiopaque balloon marker and a low pressure (10 to 20 psi/69 to 138 kpa) balloon inflation should be used to confirm that the indentation caused by the stenosis is centrally located within the balloon segment before proceeding with the dilation. Inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. Note: do not exceed the rated burst pressure. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. D4 (expiration date: 02/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported prior to a stent implantation procedure in the jugular artery for the patient diagnosed with carotid arterial stenosis at c1 of the left internal jugular artery, to prepare the balloon, the balloon was hydrated sufficiently and during aspiration in negative pressure, air entered the pressure pump continuously, but the balloon was not in negative pressure. It was further reported that the surgeon judged that the balloon was damaged, and the procedure was completed by replacing with another balloon. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025).

Event description:
It was reported prior to a stent implantation procedure in the jugular artery for the patient diagnosed with carotid arterial stenosis at c1 of the left internal jugular artery, to prepare the balloon, the balloon was hydrated sufficiently and during aspiration in negative pressure, air entered the pressure pump continuously, but the balloon was not in negative pressure. It was further reported that the surgeon judged that the balloon was damaged, and the procedure was completed by replacing with another balloon. There was no patient contact.